Event description:
An event was reported to boston scientific corporation involving a button replacement gastrostomy device. The event date is unknown. According to the complainant, while attempting to administer nutrition, the bolus straight adapter tube was found to be detached from the syringe connection portion of the device. The device was replaced with another device (manufacturer unknown). No patient complications were reported as a result of this event. Following the event, the patient's condition was reported to be good.

Event description:
An event was reported to boston scientific corporation involving a button replacement gastrostomy device. The event date is unknown. According to the complainant, while attempting to administer nutrition, the bolus straight adapter tube was found to be detached from the syringe connection portion of the device. The device was replaced with another device (manufacturer unknown). No patient complications were reported as a result of this event. Following the event, the patient's condition was reported to be good.

Manufacturer narrative:
A visual evaluation found that the proximal connector was attached, but could easily be removed by hand indicating that it had previously detached. The proximal end of the tubing was tapered and was covered in an opaque residue indicating that the device had been assembled with the bonding material during manufacturing. The returned unit was consistent with the complaint incident that the device connector detached from the tubing. During the evaluation the proximal connector was found to be detached. It appears that during use of the feeding tube the connector detached due to the force applied to the connection between the adapter and the syringe. Therefore, the most likely root cause is operational context. (B)(4).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).